Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Patient was never satisfied with the knee. Bone scan was hot. There was a large amount of scar tissue present and the joint was mildly unstable after the synovectomy. Tibia appeared to be sufficiently fixed upon inspection but the decision was made to revise it anyway. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.